Manufacturer narrative:
Correction: d2;common device name: mih system, endovascular graft, aortic aneurysm treatment. Device code: 3191-term/code not available for endoleak.

Event description:
As reported in a study, during a 3 year follow-up an unknown type endoleak was noted on a CT of the partially thrombosed thoracic and abdominal sites.

Manufacturer narrative:
(B)(4).

Event description:
As reported in a study, during a 3 year follow-up an unknown type endoleak was noted on a CT of the partially thrombosed thoracic and abdominal sites.